Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the devices misfired and the clips did not close completely. It was unknown on which firing this occurred. Procedure was completed with another device of the same product code from a different lot. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n9280d: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed, and formed the remaining 12 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.